Event description:
It was reported that at the beginning of a procedure, the laser system had displayed an error indicative of a system malfunction. The laser system was no longer able to be utilized; therefore the case was converted to turp. It was reported no patient harm.